Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy, raw irritation under the front therapy electrode. The patient's doctor advised the patient to take the lifevest off periodically. The patient reported that the irritation was healing.